Event description:
(Drug/diluent: unknown). (Procedure: c-section). (Cathplace: under fascia). Catheter broke during removal. Met some resistance, but surgeon feels it may have caught a stitch. Surgeon's partner actually removed catheter. Segment still in patient. Patient doing well. Catheter given to risk management, may not be returned. Date of event: (B)(6) 2011.

Manufacturer narrative:
Method: no sample received for evaluation and investigation. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all manufacturing specifications prior to release. The information provided stated that the catheter met some resistance during removal and feels it may have caught a stitch. The directions for use (dfu) (1304459, rev.c) provide cautions and directions on catheter removal if resistance is encountered. It also contains a caution of "do not cut or forcefully remove catheter." I-flow has also prepared a technical bulletin in order to prevent or decrease catheter breaks entitled: "tips for preventing in-situ catheter breakage with the on-q post-op pain relief system." (1303971, rev. B). It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material that meets iso 10993-1 tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. Results: without the actual product, a complete analysis cannot be conducted. If additional information pertinent to this complaint or the sample is received, a follow-up report will be filed.